Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during a total left hip prosthesis installation surgical procedure, it was observed that there was a very significant bleeding at the beginning of the acetabular drilling with an air reamer/drill device. It was reported that the motor ran out of power and it was not possible to continue drilling with the device. It was reported that a second unspecified spare drill device was opened and did not work any better as it also lacked power. It was reported that the bleeding continued despite "tamponing." A third unspecified motor device was opened but the drills were not adaptable on this device. As a result, it was reported that the drilling had to be done by hand. It was reported that there was a total of 40 minutes of drilling (usually less than 10 min), and 2 liters of blood loss between the start of the procedure and the final implant impaction, which was the only way to stop this type of bleeding (400ml on average on this type of intervention). It was reported that a transfusion was necessary. It was reported that there was no infection. The patient's current status post-surgery and post-transfusion is fine. It was reported that the cause of the hemorrhage was unknown. It was reported that the event was reported to local health authorities in (B)(6). All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the initial medwatch stated the date of event was (B)(6) 2017. During subsequent follow-up with the reporter it was noted that the event occurred on (B)(6) 2017. During subsequent follow-up with the reporter, additional information was obtained. It was reported that a delay of thirty minutes was confirmed. There were two devices involved in the event, the air reamer drill device, and for an unknown device. The report was unable to provide the manufacturer of the device. The patient was reported to be fine. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.